Event description:
It was reported that, after total hip replacement was performed on (B)(6) 2022, the patient experienced an unspecified infection. This adverse event was treated by performing a revision surgery on (B)(6) 2022, in which the poly ring was observed to be disassembled from the cup. The femoral head was explanted as well. In addition, when the patient was moved to bed at the operating room, hip dislocation was found. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that based on a review of this complaint, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported events including the revision cannot be determined and the patient¿s current health status remains unknown. Therefore, no further clinical/medical assessment can be rendered at this time. Should any additional relevant medical information be provided, this case could be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are prior actions related to this device and failure mode. The contribution of the device to the reported event could not be corroborated. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. However, the dimensions of the product could not be measured due to it being lost in transit. This issue was escalated through our quality process; there is an established process for processing, controlling, and handling complaint parts, including incoming and outgoing processes. If additional instances are reported, the quality investigation will be evaluated for consideration of tracking and trending purposes. The clinical/medical investigation concluded that, based on a review of this complaint, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported events including the revision cannot be determined and the patient¿s current health status remains unknown. Therefore, no further clinical/medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for endoprostheses systems revealed that care must be taken to assess the viability of the acetabular hyaline cartilage and the presence of any irregularity, anomaly, or surface configuration which may predispose to subluxation and/or dislocation of the prosthesis as a warning. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that this event was previously identified and addressed through the following actions: a review concluded that a similar event was identified, and actions were opened. According to the health and hazard evaluation three functional issues that might happen as a result of the out of spec were identified: the device will not assemble, the head is too tight or the device will appear to assemble but later disassociate post operatively. The listed batch was not part of the impacted product. Corrective and preventive actions were implemented to mitigate the occurrence of this problem. These actions include training improvements, dimensional inspections added to production routers, release of new work instructions and update of existing ones and performance of process audits. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, size selected, and/or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after total hip replacement ((B)(6) 2022) when performing a revision surgery on (B)(6) 2022. That day, when the patient was moved to bed at the operating room, a hip dislocation was found. Intraoperatively, it was found that the plastic ring of the tndm bp shl/xlpe lnr 49od 26id was dissasembled from its construct. The femoral head and the stem were explanted as well. Patient's current health status is unknown.

Manufacturer narrative:
Additional information: d10. H3, h6: the associated device was returned. The visual inspection of the femoral liner reveal some scratches on the device. However, the dimensions of the product could not be measured due to it being lost in transit. This issue was escalated through our quality process; there is an established process for processing, controlling, and handling complaint parts, including incoming and outgoing processes. If additional instances are reported, the quality investigation will be evaluated for consideration of tracking and trending purposes. The clinical/medical investigation concluded that, based on a review of this complaint, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported events including the revision cannot be determined and the patient¿s current health status remains unknown. Therefore, no further clinical/medical assessment can be rendered at this time. Should any additional relevant medical information be provided, this case could be re-assessed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for endoprostheses systems revealed that care must be taken to assess the viability of the acetabular hyaline cartilage and the presence of any irregularity, anomaly, or surface configuration which may predispose to subluxation and/or dislocation of the prosthesis, this has been identified as a warning. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, size selected or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device does not reveal any defects. However, the dimensions of the product could not be measured due to it being lost in transit. This issue was escalated through our quality process; there is an established process for processing, controlling, and handling complaint parts, including incoming and outgoing processes. If additional instances are reported, the quality investigation will be evaluated for consideration of tracking and trending purposes. The clinical/medical investigation concluded that, based on a review of this complaint, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported events including the revision cannot be determined and the patient¿s current health status remains unknown. Therefore, no further clinical/medical assessment can be rendered at this time. Should any additional relevant medical information be provided, this case could be re-assessed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for endoprostheses systems revealed that care must be taken to assess the viability of the acetabular hyaline cartilage and the presence of any irregularity, anomaly, or surface configuration which may predispose to subluxation and/or dislocation of the prosthesis, this has been identified as a warning. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, size selected or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.